Event description:
It was reported that during a laparoscopic colon resection procedure, "the staples did form properly". Also the articulating knob would not turn to normal position after the first firing. A new device was introduced and the case continued with no harm to pt.